Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased from six years to one and a half year within a two year period. Recently, complete device data was provided to boston scientific technical services (ts) for review. It was confirmed that the device battery was depleting normally and that the longevity decrease was the result of increased threshold measurements. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased from six years to one and a half year within a two year period. This device remains in service. No adverse patient effects were reported.